Manufacturer narrative:
The reported event of sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device undersensed ventricular fibrillation episodes. Programming changes were recommended. No further information is available at this time.